Event description:
The surgeon implanted an aq2010v model lens but the haptic tore as it was being inserted. The incision was enlarged from 3.0mm to 3.2mm to remove the lens. Sutures were not required to close the incision. The surgical technician reported that it was unknown as to why the haptic tore. An aq fp cartridge and an msi-tm injector were used but the lot numbers were not provided by the facility.